Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8198188. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Visual evaluation of the returned devices allowed bd engineers to determine the root cause for this event was a lack of adhesive to properly bind the tubing to the adapter head. Due to variability in the manufacturing process it is possible for the under-application of adhesive to occur. Presently, bd uses automated in-process inspection stations to remove all observed non-conformance's prior to packaging and release of each unit. In response to this event, bd has optimized the rejection system.

Event description:
It was reported that 3 intima-ii y 24gax0.75in mz prn slm npvc catheters had defective extension tubing that was noticed before use. The following information was provided by the initial reporter, translated from chinese to english: "it was found the connection of e-tubing is ectopic and daren't to use."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 intima-ii y 24gax0.75in mz prn slm npvc catheters had defective extension tubing that was noticed before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "it was found the connection of e-tubing is ectopic and aren't to use."